Event description:
The customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in readings outside the safe range. Technical support assisted the caller in updating the pump's time and advised them to monitor for any recurring discrepancies, to which the caller agreed and understood.